Event description:
Per the clinic, the patient experienced an episode of meningitis. The following additional information was received regarding the episode of meningitis. Etiology of deafness - the patient has no history of cochlear malformation or reported craniofacial malformations. The patient had an episode of meningitis prior to implantation and no reports of csf leak. It is unknown if the patient received pre-implant immunization. Perioperative antibiotics were administered. The receiver-stimulator well was not drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. It is unknown if organism cultures were taken. The patient was successfully treated (specific treatment not provided) and the patient will continue to be clinically managed.